Manufacturer narrative:
Device passed functional testing including displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep currents, active currents and selftest. Device communicated properly with test guardian link transmitter. No communication anomalies noted. Device received with the alert on high functioning properly. Multiple boluses were program. All boluses were properly delivered and recorded in carelink report and pump history. No bolus history anomalies noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump did not gave high blood glucose alarms and absence of no time out alarms. The customer's blood glucose level was unknown. The customer also reported that there was no difference between remote bolus and manual and wizard. The insulin pump will not be returned for analysis.